Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 329 mg/dl. During troubleshooting, customer reported that infusion set had tiny air bubbles and was not able to clear. Insulin pump also failed high pressure test twice. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No delivery alarm functioning properly. The insulin pump was received with minor scratches on lcd window.